Manufacturer narrative:
Three unused, sealed samples were returned and evaluated. Visual inspection and microscopic examination did not identify any kinking, tearing, occlusion, or abnormalities. Functional testing confirmed that fluid could be flushed through the tubes without resistance. The reported issues of occlusion and tube burst were not confirmed during evaluation. Root cause could not be determined. The reported condition was not replicated during sample evaluation, and no manufacturing or process-related issues were identified. Therefore, a definitive root cause could not be established. All information reasonably known as of 23 apr 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint comp-ghc-25-05134. This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Avanos medical inc. Received a single report that referenced different incidences, which were associated with separate units, involving different patients. This is the second of two reports. Refer to 9611594-2025-00326 for the first report it was reported, "6fr ngt [nasogastric] was inserted, xray confirmed placement in stomach. Unable to flush water into the tube with or without the stylet in place. Attempted to place tube 2 cm further, tube still did not flush. Ngt was removed. After removal, water still would not flush into tube. Upon inspection, the feeding outlet of the tube was clogged. The patient then had to undergo another ngt placement and x-ray. When they took the original tube out of the patient, they tried flushing the tube and the pressure from the water punctured a new opening at the end of the tube.¿

Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for lot 30311696 was reviewed and the product was produced according to product specifications. All information reasonably known as of 17 dec 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
Additional information: d4. All information reasonably known as of 20 jan 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
An unused sample from the same lot number was returned by the customer and the investigation remains in progress at this time. All information reasonably known as of 18 mar 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.